Manufacturer narrative:
B5 and h6 (medical device problem code) updated. H3, h6: the reported device was received for evaluation. A review of the customer provided image found the anchor partially on the shaft of the handheld device. The distal end of the anchor is broken at the suture window, so the suture can no longer pass through the anchor. A visual inspection of the returned device found that it was not returned in its original packaging. The anchor has been deployed. The distal end of the anchor broken from at the suture window, and the anchor is deformed throughout. The proximal opening is damaged. There is debris in the threads. The distal end of the shaft of the handheld device is bent and has debris. The green suture is undamaged. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. It was determined the device did not contribute to the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Our clinical investigation concluded: a review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, when the tendons and ligaments were fixed, before the insertion of the anchor in the patient, the sutures of the footprint were disconnected. The original bone hole was used and no detached parts fell inside patient. The procedure was completed with a s+n back up device. No significant delay and no other complications were reported. Additionally. As per investigation results, the distal end of the anchor was broken at the suture window.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the tendons and ligaments were fixed and the sutures of the footprint was disconnected. The original bone hole was used and no detached parts fell inside patient. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.